Event description:
It was reported that the user experienced fluctuating blood glucose with an episode of hypoglycemia followed by hyperglycemia after overtreatment while using the ilet system. Symptoms included blood glucose fluctuations with a low of 64 mg/dl and a high of 311 mg/dl. Outcomes included transient interruption of daily activities and additional training needs without hospitalization. Investigation included technical troubleshooting with the user and review of use patterns, followed by a factory reset and re-education on meal announcements and workout entries. Investigation of this case revealed user-related factors, including potential pump mal-adaptation prior to the factory reset, with improved glycemic results after the reset and training outreach. It was concluded that the event involved hypoglycemia of unclear cause, likely influenced by user response to the low and subsequent overtreatment, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.